Event description:
Surgery was performed (B)(6) 2013, for pop. The surgeon used anterior elevate mesh and attached the distal anchor of the mesh to fix it to the levator muscles. A locking ring was used to support the anterior elevate mesh. The mini arc cling was then placed in the area of the mid urethra and then fixated into the obturator internus muscle on either side. Since then I have experienced great discomfort and multiple visits back to the surgeon in (B)(6). (I live in (B)(6)). A local urologist determined that the mesh was hanging down and advised me to see the (B)(6) doctor again, which I will do within the next two weeks. I am experiencing pelvic discomfort, incontinence, and problems having a complete bowel movement, as well as inability to have intercourse.